Manufacturer narrative:
The event reported ceramic head fracture. There were no reported issues with the monolithic stem, and was likely revised as part of the system. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant.

Event description:
(B)(4). Informing that customer reported the following : "fracture of ceramic head one year after implantation ((B)(6) 007). Original prosthesis placed in a different center and by a different surgeon than the reporting issuer (surgeon who performed the revision). It was noted: bipolar prosthesis, metallosis; revision surgery in (B)(6) 2013.

Event description:
Fax received from (B)(6) informing that customer reported the following: "fracture of ceramic head one year after implantation ((B)(6) 20007). Original prosthesis placed in a different center and by a different surgeon than the reporting issuer (surgeon who performed the revision). It was noted: bipolar prosthesis, metallosis; revision surgery in (B)(6) 2013.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.